Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vitrectomy probe was difficult to connect" (fitting problem). The nurse reported a posterior capsule tear occured. During the anterior vitrectomy, the vitrectomy probe was difficult to connect to the system. The nurse was able to get the fitting on, but had to hold it in place to complete the anterior vitrectomy. The nurse stated the posterior capsule tear was not caused by any alcon product. The pt is doing really well.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The cpc connector was replaced and disposed of. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).